Event description:
The event is reported as: the tip from the blade broke off during intubation. The tip had to be retrieved from the patient's mouth. No patient injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report. A follow-up report will be submitted upon completion of the investigation.